Manufacturer narrative:
The customer returned three vials of test strips from test strip lot 478946: vial #1 lot no. 478946, vial no. 0027. Vial #2 lot no. 478946, vial no. 0021. Vial #3 lot no. 478946, vial no. 0026. For vial #1, the strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. For vial #2, the strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. For vial #3, the strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. The investigation tested the returned test strips with glycolyzed blood. All testing with the returned test strips produced acceptable results and no strip defects were observed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer¿s test strips were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose results for one patient tested with a accu-chek inform ii meter serial number (B)(4). At 17:46, the patient's glucose result was hi (result >600 mg/gl). At 17:49, the patient's glucose result was 100 mg/dl. The customer determined the glucose result of 100 mg/dl was correct.